Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was not vibrating beeps and insulin pump had high noise area and cannot hear the beeps. The blood glucose was unknown at the time of the incident. Assisted customer in performing a self test and the insulin pump did not vibrate during the vibrate test. Customer was trying to use the beeping only but cant hear the beeps where he works. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump audio/beep/vibrate function properly and anomaly noted during testing.